Event description:
While the physician was resecting on a turp utilizing #4 force 2 bovie at usual settings. The reusable cord made a popping sound and physician visualized a spark in resectoscope connection. Taken out of service and replaced with a disposable cord. No pt injury.